Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that over the last couple of weeks her stimulator pattern has changed and she is not getting coverage in her low back and down the back of her right leg. The patient is getting a lot of stim in her right side. The patient states that she had the stomach bug, was vomited and also recalls lifting a heavy suitcase. Their stim seemed to change after that. Impedances were checked and all are okay. X-ray were also taken to make sure the lead did not move and appears to be in the same spot as the implant. The manufacturing representative (rep) attempted reprogramming but the patient was unable to get better stim than when she came in. If the leads in the middle and to the right were used, the patient received all right stim and nothing down their leg or in back. If the left electrodes were used, the patient was getting some stim in their right leg but only to about the knee and nothing in their back. The patient was expected to try the new programming and follow up with their health care provider on (b)(6 for ideas on reprogramming. Indication for use includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rep was originally listed as the initial reporter, however the patient was the initial reporter in this file. Gzw was originally listed as the product code, however the correct code is lgw.

Event description:
Additional information was received. Manufacturer¿s representative reported the patient had been seen by a second rep because they were not getting good relief. Several reprogramming attempts were made and impedances all tested ok. The rep also reiterated that the system x-ray showed the leads looked as they did post implant with no migration or change noted. The patient¿s physician was notified by the rep of these tests.